Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site and found that the differential (diff) mixing chamber rinse line was split and was replaced, resolving the leak. The instrument was verified per established procedures. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported a leak of diluent reagent fluid of unspecified volume from the right side of a coulter lh 780 hematology analyzer while performing routine maintenance. The instrument was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.